Manufacturer narrative:
The lead was received at qa miami on april 29, 1999. Final analysis is pending. Co will forward the add'l info as it becomes available.

Event description:
Previously reported as explanted due to j wire fracture without protrusion. The lead was explanted due to j wire fracture with protrusion. Explant method: intravascular, superior. Technique/tools: direct traction. No complications. Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx. 37mm proximal of the weld site. The proximal section of the j stiffener wire measures approx. 51mm and has migrated down the lead body approx. 65mm proximal of the weld site. Approx. 3mm of the proximal end of the j stiffener which fractured approx. 37mm from the weld site and remains attached at weld site was received protruding out the outer polyurethane insulation approx. 33mm proximal of the weld site. X-ray of lead distally confirms j stiffener wire fracture.

Event description:
The lead was explanted due to a report of j rentention wire fracture without protrusion through the outer polyurethane insulation.